Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode due to software corruption. Programming changes were made. There were no patient consequences.